Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be manufacturing related due to operator error or mechanical error or thin rubberized layer or user related, for example, rough handling of device. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the foley catheter ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter was kinking at the top of the urometer leading to retention. Per follow up via email on 10jun21, this foley was used for two days after the catheter was inserted. The indwelling catheter was removed before it affected the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was kinking at the top of the urometer leading to retention. Per follow up via email on 10jun2021, this foley was used for two days after the catheter was inserted. The indwelling catheter was removed before it affected the patient.